Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Boston scientific received info that the pt implanted with this system had been very sick for several weeks. The pt was septic and required a total system extraction. In addition, the physician was aware of a clot in the right atrium. During the extraction, the pt coded for 58 minutes and was put on life support. There were no device allegations. The system ultimately remained implanted and will not be returned.